Manufacturer narrative:
Device technical analysis: the returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded after explant. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device is included in the low voltage capacitor advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device's battery was rapidly decreasing, and within four months it had reached eri (elective replacement indicator). The device was initially implanted for primary prevention, and the patient is at very low risk. Most recently, the patient presented to the hospital's emergency department, and a device interrogation was performed. The device's alarm was sounding, and the fuel gage was on the red line, which indicated the battery was completely empty. The device is 10 years old; therefore, premature depletion is not suspected; however, there is concern regarding the rapid depletion from 2 years to eri within a short amount of time. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of the investigation.

Event description:
It was reported during ongoing use, the device was showing a rapid increase in battery consumption since (B)(6) 2019. At that time, the estimated longevity was 2 years remaining. Within four months the device was indicating eri (elective replacement indicator). The device was initially implanted for primary prevention, and the patient was at very low risk. Most recently, the patient had presented in the ER, and a device interrogation was performed. The device's alarm was sounding, and indicating eri had been reached. Additionally, the fuel gage was on the red line, which indicated the battery was completely empty. The device was 10 years old, so there was no concern of premature depletion; however there was a concern as to the rapid decrease in the battery's longevity since (B)(6). Additional information received from the field, indicated that the device was explanted and replaced without causing any adverse effects to the patient. The device is expected for return.